Event description:
It was reported that an o-ring was on the pneumatic tap, and that the o-ring was missing from the cartridge. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.